Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atw35 would not fire (jammed) and another one was opened. There was no consequence to the pt.